Manufacturer narrative:
Investigation summary: customer returned (1) loose 31g x 8mm, 0.5ml relion insulin syringe. Consumer reported a hole in the syringe barrel where the rubber stopper is. The returned sample was examined, and the alleged defect was confirmed as the syringe exhibited a broken barrel. A review of the device history record was completed for batch# 8260611. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notifications [(B)(4)] noted for damaged shields. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 01jul2019, holdrege received (1) 0.5ml, 31ga, 8mm syringe in an open polybag from material 328509, batch 8260611. The sample was decontaminated per hstr-17 and hqa-68 prior to being evaluated. Visual inspection of the syringe found a part of the barrel missing between the 0 and 16 scale marking. No other damage was found on the syringe or polybag. Automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no notifications or maintenance dispatches during the timeframe of this batch that pertain to this defect. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that hole was found during use on a relion® insulin syringe . The following information was provided by the initial reporter, "a hole in the syringe barrel where the rubber stopper is. Problem occurred a few days ago, consumer does not re-use."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that hole was found during use on a relion® insulin syringe . The following information was provided by the initial reporter. "A hole in the syringe barrel where the rubber stopper is. Problem occurred a few days ago, consumer does not re-use."